Manufacturer narrative:
Device analysis: the guide wire was received without the oad. The initial visual and tactile examination of the guide wire revealed that the distal core wire was fractured and curled up. The fractured spring tip was not returned for analysis. Further examination revealed a kink in the shaft 8.2 cm proximal to the fracture site. The fractured guide wire was sent for scanning electron microscope (sem) analysis. Sem analysis identified evidence of torsional stress of the face of the fractured guide wire. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be conclusively determined. (B)(4).

Event description:
It was reported that during a peripheral atherectomy procedure, the tip of a csi viperwire guide wire broke off in the patient and the patient had a no flow event. The target lesion was 99% stenotic and was located in the distal popliteal artery/tibio-peroneal trunk. The physician used a 6fr introducer sheath and a glidewire guide wire to access the lesion. The glidewire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed multiple runs for around 90 seconds per run. During the final run at high speed, the device bogged down and stopped spinning. The oad was removed from the patient and angiography revealed no flow distal to the treatment site. A balloon was advanced over the csi guide wire in order to resolve the no flow, but while doing so, the tip of the guide wire broke off. The guide wire and balloon were removed from the patient, but the tip of the wire was left in the patient. A new guide wire was used and the physician was able to resolve the no flow event via balloon angioplasty. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.